Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 15.5 mmol/l at the time of incident. The customer stated that the pump kept alarming no delivery during bolus. The customer had not treated but had a backup plan. The infusion set and reservoir were changed. The pump did not alarm no delivery during manual prime. Troubleshooting did not resolve the issue. The reservoir was not returned for analysis.